Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device was inspected at olympus (B)(4) site. Inspection determined that the surface of the unit is washed out and the transducer cannot be secured safely in the connector of the generator, lashes are worn out. Device cannot be repaired, customer was informed for replacement. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
A device defects were reported during reprocessing. No patient involvement on this event. No user injury reported.